Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) canada alleging that her onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged issue occurred on (B)(6) 2016 at 07:00 to 08:00pm. The patient manages her diabetes with fixed insulin doses and continued to take her usual insulin dose on (B)(6) 2016 at 06:30 to 07:00 pm, in response to the alleged issue. The patient reported that ¿one day¿ after the alleged issue occurred, she developed symptoms of ¿light-headed, blurred vision, dizziness and fainting¿ and that on (B)(6) 2016 at 07:00 to 08:00pm she self-treated with food or drink. At the time of troubleshooting, the cca noted that there was no apparent misuse of the meter. The meter would not power on when a test strip was inserted or when the power button was pressed and when new batteries were inserted the meter still did not power on. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.